Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported during the index procedure a problem occurred with the suprarenal stent capture mechanism of the device. The physician elected to convert to open repair and explant the graft. It was also reported the patient's condition was reported as high risk 1 day post op and their condition is being closely monitored. The cause of the event is currently undetermined but anatomy and user error may have contributed. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Additional information received: it was reported that the patient had elongated iliac arteries which made access and positioning of the main device difficult. A dummy-run with sheaths was pre-operatively done on both sides and it seemed that access from the left with the main device was the better option. With some resistance and some manipulation of the delivery system and the lunderquist stiff guide wire the physician got the system on the desired location. It was reported that successful deployment of the contralateral limb and of the suprarenal fixation stent occurred. It was noticed that after deployment the contralateral limb was positioned to the ipsilateral side while the physician positioned it on the contralateral side before deployment. A lunderquist guidewire was positioned through the contralateral limb and the ipsilateral limb of the main device was further deployed. Before closing the topcap/ spindle the physician tried to advance the delivery system above the suprarenal fixation stent. The physician then tried rotating anti-clockwise but this didn¿t help. Pulling down wasn¿t successful because movement of the suprarenal fixation stent was observed. After a lot of manipulation the physician decided to carefully close the topcap/ spindle by slowly turning the back-end wheel in reverse. No resistance was felt while the topcap/ spindle fully closed. The physician tried to get the delivery system out, but it seemed that the topcap/ spindle was caught on one of the suprarenal fixation stents. The physician tried to re-open the topcap/ spindle, but resistance was felt. After further manipulation of the back-end wheel something seemed to move / dislocate at the topcap/ spindle. After that the back-end wheel could be turned without resistance but nothing happened distally at the topcap/ spindle. After this almost all bailout techniques were tried. After almost fully disassembly of the delivery system without any success of disconnecting the delivery system from the main body the physician decided to convert to an open repair. It was reported that the patient expired 2 days post surgery. As per the physician, the cause of the event was a procedural complication due to the catching of the suprarenal stent. The severe elongated (and calcified) iliac arteries and the closing of the topcap/ spindle on the level of the suprarenal stent contributed to the event. It was also reported that it was noticed that the central lumen line wasn¿t placed correctly on the patients pre-implant 3d-CT study and that the elongation of the iliac arteries was more severe than displayed on the worksheet. Therefore, a dummy-run with sheaths was made per-operatively to determine the grade of tortuosity of the iliac arteries. Film evaluation summary: the exact cause of the bifurcate positioning difficulties and the delivery system becoming caught on the suprarenal stents, resulting in the inability to remove the delivery system from the patient and subsequent open conversion, could not be determined from the pre-implant films provided. The cause of the patient death also could not be determined from the films provided. Images during implant were not available for review and assessment of the reported events could not be performed. Post-implant CT¿s were also not provided and the stent graft in-vivo configuration could not be evaluated. The pre-implant films confirmed that the patient¿s iliac arteries were severely tortuous and moderately calcified; bilaterally. Therefore, it is possible that patient anatomy may have contributed to the events. User and procedural issues may have also been a factor. A device issue cannot be ruled out as a potential cause. The delivery system and the stent graft are both pending returned for investigation, and the results will be summarized in a separate report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was reported that the cause of death was cardiopulmonary failure after open aneurysm repair. The date of death was confirmed as (B)(6) 2019, 1 day post surgery. Device evaluation summary: the disassembled device was returned for evaluation. Damage was observed to the inner spiral shaft. Twisting was observed to the graft cover. Given the condition of the returned device the cause of the removal difficulties could not be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Explant analysis from the examination of the returned device and clinical information provided the exact cause of the delivery system tip capture mechanism becoming caught on the deployed suprarenal stent of the bifurcate could not be determined. No clear stent graft related issues were observed. The returned pre-implant films confirmed that the patient¿s iliac arteries were severely tortuous and moderately calcified; bilaterally. Images during implant were not available for review and assessment of the reported events including evaluation of the stent graft in-vivo configuration could not be performed. It is possible that the patient¿s tortuous and calcified iliac arteries, which made access and positioning of the main device difficult, may have also contributed to the delivery system removal difficulties. It is also likely that this event was due to a procedural/user issue; the inability to recapture the tip above the suprarenal stent leading to the delivery system becoming caught on the suprarenal stent. If information is provided in the future, a supplemental report will be issued.